Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, there was an issue with the set screw on the atrial port of the implantable pulse generator (ipg) as the screw would not secure the lead pin normally. The ipg was not implanted and another one was used. No patient complications have been reported as a result of this event.